Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please provide further detail about the event that occurred. When the stapler fired and a bigger cut line was created, did it deliver a complete staple line? Or was the staple line incomplete? Were the staples formed properly? During surgery, after stapler firing for the anastomosis on the small intestine, a cut was made, however it was seen that the staples were not fired. Afterwards the blade was pulled out and the procedure was completed. The staple line was not completed, when the surgeon saw the staple line not completed, he pulled out the blade. Staple line was not formed properly.

Event description:
It was reported that after stapler firing for the anastomosis on the small intestine, a bigger cut was created on the small intestine. The surgeon sutured the cut but this created a smaller lumen area than it suppose to be. This made patient to vomit. The surgeon said no revision surgery is planned.

Manufacturer narrative:
(B)(4). Batch # m55k09. Device evaluation: the analysis results showed that one gst60w cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.